Event description:
The cause of the elevated pump powers was from a change in fluid status. The device operated as expected. The patient experienced bilateral lower extremity swelling. The patient is now stable. Plan of care for the patient is diuretic therapy. There were no changes to patient condition or anticoagulation status that contributed to this event. There were no diagnostic tests or results.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed driveline fault alarms; however, a specific cause for the alarms cannot be determined through this investigation. Power elevations were also confirmed through the evaluation of the submitted log file, and the account reported that the cause for the power elevations was a change in fluid status. The submitted log file contained data spanning from (B)(6) 2020 22:18:32 through (B)(6) 2021 00:38:26. The log file captured numerous driveline faults throughout its entirety. The alarm did not affect the controller¿s ability to operate the pump at the set speed. A power elevation of 6.7 watts was also captured on (B)(6) 2021, leading to an elevated flow of 7.9 lpm. A specific cause for the driveline fault alarm could not be conclusively determined through this evaluation. The patient was admitted on (B)(6) 2021 for volume overload and power elevations. The account reported that the cause for the power elevations was a change in fluid status. The patient was stable, but their bilateral lower extremities were swollen, and the plan of care was diuretic therapy. No diagnostic tests were performed and the device operated as expected. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for vad-57706 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known driveline fault alarms are reported in MFR report # 2916596-2020-06268. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for volume overload and the nurses noticed that the patient's power had been increasing. An evaluation was requested to see if power spikes could be a clot. The patient has known driveline fault alarms. These continue to occur intermittently throughout the log file. The conductor causing the driveline faults does not appear to be completely fractured at this time. The log also captured a transient power and flow elevations towards the end of the log file. The power and flow elevations were associated with the pi events otherwise, there were no unusual events seen within the log file. The vad was functioning as intended.